Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported induce astigmatism on a patient's right eye 3-5 months post lasik.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during device history review. During onsite visit, the territory manager replaced the scanner and board, completed full system alignment and increased the suction for the plume evacuator. The system is operating within specifications. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).